Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose of 550mg/dl. The customer stated while watching tv her insulin pump started beeping. The caller checked her glucose level before the alarms went off and it kept climbing. The customer mentioned that the device had a button error alarm and the battery was changed with no results. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Button error alarm and intermittent button response noted due to corroded keypad traces. Cracked reservoir tube, cracked battery tube threads and scratched lcd window noted during visual inspection.